Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We write to advise you that the hpra have received a medical devices adverse incident user report relating to the above medical device. The report outlines that the stem fractured, requiring revision, during or around (B)(6) 2008.

Manufacturer narrative:
No device associated with this report was received for examination. The manufacturing records for the provided product/lot combination have been reviewed by a depuy quality engineer. The records review found no related deviations or anomalies that could contribute to the reported femoral stem fracture. The investigation is unable to determine a root cause with the information available. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to the above added/corrected information being received; however, depuy still considers the investigation closed because this information does not affect the outcome.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint was re-opened after receiving an email that provided information of the shell, liner and head used with the solution stem. The shell and liner were competitors products. The head was a depuy product but the details were not added to the complaint as there was no allegation of it being an impacted product. The provided information does not change the original investigation of the complaint documented in (B)(4) and attached to this complaint in attachments which was that the investigation can draw no conclusions with the information made available and it was not possible to determine the relationship of the device to the reported event. Should the products or further information become available then the complaint may be re-opened for investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigaton closed, as the added information does not affect the outcome.